Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/ folding of implant: creases were observed. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed 1 opening assessed as fold flow opening. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side deep folds and 'fibrous shell, painful stage ill.' Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e.1. Facility name: (B)(6). Continued e.1. Phone number: (B)(6). Continued e.1. Address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side deep folds and 'fibrous shell, painful stage ill.' Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 24feb2024.

Event description:
Healthcare professional reported right side deep folds and 'fibrous shell, painful stage ill.' Device has been explanted and replaced with a non-abbvie device.